Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the lead was returned severed in four segments. Lead segments were subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed. Analysis could not confirm the clinical allegations observed in the field.

Event description:
Additional information was received which indicated the oversensing also resulted in an inappropriate shock. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensed noise. No pacing inhibition was observed, but a revision procedure was scheduled. The lead was explanted and replaced successfully. The physician suspected that the noise was due to an inner conductor failure. No additional adverse patient effects were reported.